Event description:
It was reported that there was an 80% stenosis at the site of the endovascular stent graft at the venous anastomosis of a right upper arm av graft. A total occlusion of the outflow tract at the junction of the subclavian/innominate vein was also noted. Pta was performed at both stenoses sites, which resolved the occlusion and restored flow through the av circuit.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The stent graft remains implanted and the delivery system was not returned. The investigation is currently underway.